Event description:
The patient presented to the clinic complaining of phrenic nerve stimulation. The lead had dislodged and exhibited loss of capture. Attempt to reposition the lead failed due to complete occlusion of the coronary sinus. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.